Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was alleged that the up arrow and down arrow keypad buttons were under-responsive. It was also reported that the keypad cover was missing/peeling and torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: 09/25/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: during a visual inspection of the pump it was noted that the keypad was torn. The functionality of the keypad could not be verified due to a separate issue. The keypad was removed and contamination was found underneath all key contacts. Unrelated to the original complaint, the battery compartment was observed to have a crack in the thread area. The pump case was removed and there was no evidence of internal contamination.